Manufacturer narrative:
D9 - device received 2025-09-01 product analysis: the device was received with the external slider in the home position. A kink was evident to the graft cover immediately distal to the strain relief. No other deformation evident to the remainder of the device. 2 still images received for analysis. Images depict an endurant shelf carton. Deformation is evident to the shelf carton. One still image was received for analysis. Image depicts an endurant delivery system held in a hand. A kink is evident to the graft cover immediately distal to the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis one still image was received for analysis. Image depicts an endurant delivery system held in a hand. A kink is evident to the graft cover immediately distal to the strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be used during the endovascular treatment of an aaa. It was reported that prior to the index procedure when opening the box and the sterile packaging we identified a kink in the delivery system. The physician was unhappy with the appearance and chose to open another graft of exact size and implant that one. It was confirmed that both delivery box and orange product box was damaged. Per the physician the cause of the event was related to delivery system damage. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.